Event description:
Initial result for a pt hcg was initially below linearity, but when retested, the result was >40,000. The incorrect result was not used to guide treatment. The field service rep was unable to determine a cause for the discrepant results.